Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that cadd 100ml cassette that was mixed this morning was beeping on both pumps later today and she felt like she has having difficulty breathing, but her breathing was better later. No patient injury was reported.

Event description:
It was reported that cadd 100ml cassette that was mixed this morning was beeping on both pumps later today and she felt like she has having difficulty breathing, but her breathing was better later. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.